Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer discussed a case he experienced over 18 months ago with sphb , radical 7 and responsable sensors. An ectopic pregnancy , actively bleeding clinically. Customer claims sphb pre transfusion on radical 7 monitor was approx. 70 g/l. Decision to transfuse one unit of blood taken. Blood test drawn post transfusion showing a hct of approximately 35%. He claims there is no clinical possibility for hct to have normalized so much with one transfusion. He claims sphb encouraged him to transfuse when transfusion was not required. Clinician does acknowledge there was no blood draw pre transfusion.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.